Event description:
It was reported that, upon interrogation, the electrograms had spikes on them. Technical services reviewed the electrograms and stated this was due to telemetry interference. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event for more information regarding the specific circumstances of this event.